Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the exposed cut wire was bent and misaligned. Functional testing found when the device was advanced down the scope the device's tip was initial tip orientation was within specification however the cutwire was not aligned with the distal tip due to the bent/misaligned cut wire. Furthermore, the tome tip met the bowing specification, however due to the bent cut wire the device failed to bow in plane. The condition of the returned incident device was not consistent with the complaint as the complainant indicated that there was no damage to the exposed cut wire. During manufacturing, the tome device's are 100% inspected. Therefore, the most probable root cause for the bent/misaligned cutwire is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was reported to boston scientific corporation that an stonetome sphincterotome was used during a endoscopic sphincterectomy (est procedure performed on (B)(6), 2010 according to the complainant, during the procedure the exposed cut wire was not in a proper direction. The procedure was completed with a different device. During follow up the complainant, it was indicated that there was no damage to the cutwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; "the cut wire was bent".